Manufacturer narrative:
Additional information provided in d.4., d.11., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens optic was damaged. The surgeon removed the lens during the initial surgery and replaced it with a new one. The patient experienced slight corneal haze. Patient seeing corneal doctor. Additional information has been requested.